Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported a low blood glucose (bg) event. The patient is reportedly legally blind. The patient indicated that on an unspecified date/time a week earlier, she suffered a low bg level in the "30's" mg/dl. The patient was able to treat herself with juice and candy. Her bg level came up but the actual value was not provided. The patient did not report having any symptoms of hypoglycemia during the event. The patient mentioned that her basals have been adjusted. The patient was unwilling to troubleshoot her infusion set(s). She denied having any new medications. The animas representative involved in this contact noted that the pump was delivering as programmed. The pump's history added up correctly. The patient indicated that she disconnects whenever she primes. During the course of the call with animas, the patient also alleged that the pump was intermittently unresponsive to up and ok button presses. She denied that the keypad had any tears or peeling. The alleged keypad issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she suffered a low bg level suggestive of severe hypoglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no insulin delivery issues were observed through troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification from (B)(6) 2012 to end of pump use on (B)(6) 2012. There were no alarms or pump conditions indicating a malfunction recorded in black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no insulin delivery defects found with the pump during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.